Event description:
Already reported: subject 020 is a 50 year old male with metastatic colon adenocarcinoma enrolled on (B)(6) who initiated treatment with 1.25 mg/kg enfortumab vedotin days 1, 8,15 q28d on (B)(6) 2025, most recent dose (c1 d15) on (B)(6) 2025. On (B)(6) 2025, subject's wife contacted study team reporting patient had been admitted to orlando health overnight for pain management. She reports a CT scan was suspicious for "liver abscess" and the care team started patient on IV antibiotics and IV fluids. Per patient's wife, patient is not showing any clinical signs of infection at this time. Of note, tumor pain present at baseline and patient manages outpatient locally. He was currently on xtampza bid with dilaudid for breakthrough pain as of last visit, (B)(6) 2025. Records have been requested and this event, g3 tumor pain, will be updated once records are reviewed by pi. At this time, pi feels this event is unrelated to study treatment but related to disease. New information: follow up #1: 07/25/2025: outside records received and reviewed by pi. CT a/p performed on (B)(6) 2025 showed 15 cm pyogenic abscess in liver (7.0 cm cyst was present on comparison scan dated (B)(6) 2025). Interventional radiology was consulted and they placed a drain and collected cultures which were positive for klebsiella, prevotella, and citrobacter. Infectious disease was consulted and patient was started on IV cefepime which was transitioned to oral when patient was discharged home on (B)(6) 2025. Patient requires clearance from infectious disease team prior to resuming study treatment. He will continue on antibiotic course and return to study site once cleared. For follow up report, pi is changing this event from g3 tumor pain to g3 hepatic infection. Pi feels this event is not related to study treatment, but likely related to pre-existing biliary stent which is a risk factor for liver abscess. This event is recovered as of (B)(6) 2025.